Event description:
The patient broke leg in 2008, was hospitalized, and was placed in full leg cast and discharged with a wheelchair guardian item # wme115016 provided by medical equipment provider. Once home when moving to and from the wheelchair, we found that when the leg rests were unlocked, and swung to side to allow the pt to stand and move about with a walker, the lever to adjust the leg rest would come in contact with the wheelchair brake lever, and disengage it without the pt's knowledge. Thus, allowing the chair to move while the pt was using the arm rests to raise or lower herself from/to the walker. We have learned to live with this design problem, but thought it necessary to bring it your attention.